Event description:
It was reported that during an angioplasty procedure, a dissection occurred. A 190cm filterwire ez was selected. There was difficulty stripping the delivery catheter of the filter and difficulty releasing and deploying the ¿alo¿ into the artery. After a few attempts to release the filter by pulling the delivery catheter, it opened but was noted by scopy that the ¿alo¿ filter was damaged. It was also noted that a carotid artery dissection occurred after the ¿alo¿ release. The filter was removed from the patient. Post procedure the patient experienced transitory ischemia. It was further reported that the carotid dissection lead to a hemorrhagic stroke with loss of movement of the lower limbs.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).